Event description:
It was reported that during a laparoscopic cholecystectomy the co2 port broke off. An alternative device was not used. There was no patient injury. This report is being filed for the findings upon investigation. Additional information was requested, but no additional information was received. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final device investigation found that the device was returned with the stopcock broken off. The broken piece was returned with the device. Upon evaluation, the device was pressure tested for leaking. The device showed signs of leaking when an obturator was inserted into the sleeve. The device history record was reviewed and no discrepancies were noted.